Event description:
It was reported that a xience xpedition stent delivery system (sds) was advanced, to an unspecified lesion. The sds was inflated above rated burst pressure (rbp) and the stent was implanted successfully. During sds removal, a resistance was felt with an unspecified guide wire. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event and implant date - estimated. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: do not exceed rated burst pressure (rbp) as indicated on product label. Balloon pressures should be monitored during inflation. Applying pressures higher than specified on the product label may result in a ruptured balloon with possible arterial damage and dissection.